Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor applicator has not been returned. A visual inspection has been performed for the returned sensor patch and sensor pack. Observed plug was not seated with sharp through plug and observed damage to sensor ear. The sensor was sent for further investigation and determined that the damage observed are cosmetic flaws. Based on investigation, it was determined the cosmetic flaws did not cause the plug to be unseated. As the plug ears were still correctly retained within the plug assembly, the flaws were deemed to not be a contributing factor to the original complaint. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an physical damage with the adc device and additionally due to broken sensor, experienced a loss of consciousness. Customer regained consciousness and further reported self-treating with insulin injection (unspecified dose). There was no report of death or permanent impairment associated with this event.